Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 424 mg/dl at the time of incident. The customer's blood glucose was 132 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received in no manufacturing mode noted. The insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay. No moisture damage found on electronic assembly, motor or inside reservoir compartment. Unable to perform displacement test due to missing reservoir tube retainer and missing reservoir tube o-ring.